Event description:
It was reported that potassium was intended to be infused at 100ml/hr. The patient went for a test and after an unspecified period, the patient began complaining of "burning" sensation to the arm. When the clinician checked the pump, it was found that it was running at 999ml/hr. There was patient involvement, no additional treatment was required and there was no harm. The event occurred in labor and delivery unit. Bd interoperability consultant conducted preliminary review of the device logs provided by the customer. It was found that the issue was due to user programming error: at 2:09 pm, fluid started manually at 999ml/hr. At 2:26 pm, potassium chloride (kcl) 10meq in 100ml was started as secondary at 100ml/hr. At 2:29 pm, the kcl order for 40meq/500ml was sent to the pump for remote programming but failed because a secondary infusion was already programmed. At 3:28 pm, vtbi reached 0, pump transitioned to primary programming but continues to pull from the secondary since there was still fluid in the bag. At 4:04 pm, clinician reprogrammed with kcl 10meq in 100ml at 100ml/hr. At 5:06 pm vtbi reached 0, the pump transitioned to primary programming but continues to pull from the secondary since there was still fluid in the bag. At 5:07 pm, the module was channeled off. Although requested, the customer declined to send the devices to bd for investigation.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that potassium was intended to be infused at 100ml/hr. The patient went for a test and after an unspecified period, the patient began complaining of "burning" sensation to the arm. When the clinician checked the pump, it was found that it was running at 999ml/hr. There was patient involvement, no additional treatment was required and there was no harm. The event occurred in labor and delivery unit. Bd interoperability consultant conducted preliminary review of the device logs provided by the customer. It was found that the issue was due to user programming error: at 2:09 pm, fluid started manually at 999ml/hr. At 2:26 pm, potassium chloride (kcl) 10meq in 100ml was started as secondary at 100ml/hr. At 2:29 pm, the kcl order for 40meq/500ml was sent to the pump for remote programming but failed because a secondary infusion was already programmed. At 3:28 pm, vtbi reached 0, pump transitioned to primary programming but continues to pull from the secondary since there was still fluid in the bag. At 4:04 pm, clinician reprogrammed with kcl 10meq in 100ml at 100ml/hr. At 5:06 pm vtbi reached 0, the pump transitioned to primary programming but continues to pull from the secondary since there was still fluid in the bag. At 5:07 pm, the module was channeled off. Although requested, the customer declined to send the devices to bd for investigation.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.